Manufacturer narrative:
Medical safety/clinical reviewed the event. A 61-year-old female with a known history of coronary artery disease presented in cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage d. An impella cp was implanted for hemodynamic support. On post-implant day 0, the patient experienced bleeding at the groin access site. Nursing staff applied manual pressure; however, due to continued bleeding, the impella cp was explanted, and the patient was escalated to impella 5.5 support. Approximately four days after initiation of impella 5.5 support, the patient developed paroxysmal atrial fibrillation and required cardioversion. The device was noted to have migrated. Point-of-care ultrasound (pocus) assessment demonstrated the inlet measuring approximately 5.8 cm and contacting the atrioventricular septum. Imaging views were limited, and transesophageal echocardiography (tee) was recommended to assist with repositioning prior to extubation. Lactate dehydrogenase (ldh) levels remained elevated. Urine output improved following intravenous (ivp) lysix. Seven days later, the patient experienced episodes of ventricular tachycardia overnight and again the following morning, requiring defibrillation on both occasions. Nine days thereafter, care was withdrawn, and the patient expired. The access site bleeding associated with the impella cp is being reported as a serious injury type of reportable event, and the impella 5.5 is being reported as a death. The patient experienced device positioning complications and arrhythmic events. However, the patient¿s underlying conditions (advanced coronary artery disease, cardiogenic shock scai stage d) contributed most to the demise outcome. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: remove peri-procedural adverse event/adverse event without identified device or use problem (a24) and insert malposition of device (a150202). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation. The pump was repositioned. Later, the patient experienced ventricular tachycardia requiring defibrillation. The patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. This is one of two related reports. Refer to section h10 for the related report number.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the tachycardia, paroxysmal and atrial fibrillation were unable to be determined due to insufficient clinical details.